Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had a frozen display and none of the buttons were responding. The down button was responding. The device was not exposed to moisture, dropped, or bumped. No extremal temperatures or sun exposure. None of the buttons were exposed for a long period of time. Customer is not returning the device for further analysis.